Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform certain corrective actions but declined to proceed with the troubleshooting steps, therefore no additional information was obtained.